Manufacturer narrative:
Original MFR report number 3003832357-2025-000163 should've been sent as a complete not an initial.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device was unable to connect to a tempus ls manual by bluetooth. The device was not in use at the time of the pairing, no impact to patient.